Manufacturer narrative:
PMA/510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the insertion handle for the multiloc nail was missing one of its two posts. This was not noticed until the three multiloc screws had been placed and an attempt was made to place the first of the 4.0mm distal interlocking screws. The drill bit hit the nail, which indicated that something was wrong. X-rays were taken and it was noticed two of the three multiloc screws had missed the nail. The multiloc screws were removed and replaced after adjusting the aiming instruments. The screws hit the mark the second time. It was not until after the case that it was noticed that the aiming arm was missing a post. The procedure was successfully completed with surgical delay of thirty (30) minutes. There was no patient consequence reported. Concomitant device reported: multiloc screws (part number unknown, lot unknown, quantity 1), insertion handle for multiloc humeral nailing system (part number 03.019.006, lot unknown, quantity 1), drill bits: trauma (part number unknown, lot unknown, quantity 1), nails: multiloc humeral (part number unknown, lot unknown, quantity 1), screws: trauma (part number unknown, lot unknown, quantity 1), guides/sleeves/aiming: aiming arm (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown screws: trauma. This is report 4 of 5 for (B)(4).